Manufacturer narrative:
Integra has completed their internal investigation on 23sep2016. The investigation activities included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: a review of the design specifications for bold® screwdriver and design changes is performed. A design change was performed in november 2012 to decrease cannula diameter from 1.6 mm to 1.2mm. The specifications concerning the hexalobular t7 are defined in the drawing plan and the blade for the screwdriver in the plan. DHR for lot en4z reviewed and no anomalies associated with the complaint were observed. Lot en4z was manufactured before the design change, on 06th july 2011. A review of the complaint system was performed. This is the third incident (for the past two years) reported to newdeal about a breakage of star tip canulated screwdrivers. The complaint rate for this kind of incident during the stated time period is 0.02 percent. This is the first incident for lot en4z. Conclusion: the hospital has not a high volume of forefoot operations so there was not an overuse of the screwdriver. The 2.5 diameter bold screw did not sink fully in the bone (2 mm of the screw head was left out of the bone). It is not indicated if the pre drilling was performed. This step is mandatory to facilitate the insertion of the screw without applying an over stress on the screwdriver. No anomalies found in the DHR review. The description of the incident does not permit us to determine the root cause.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation activities included: methods: review of device history records. Review of complaint history. Results: the lot number was not provided; we cannot perform a review of device history record. A review of the complaint system was performed. This is the (B)(4) incident (for the past two years) reported to newdeal about a breakage of star tip canulated screwdrivers. As bold® screwdriver pn229003 is a reusable instrument and used for each implantation of a bold®2.5mm screws, the number of sales of bold® 2.5mm screws is taken. During the same time period, (B)(4) bold® 2.5mm screws were sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. We cannot determine the lot failure rate; the lot number is unknown. Conclusion: the device was not returned, we cannot determine the root cause.

Event description:
It was reported the device broke during surgery. No event circumstance or patient impact has been provided. Additional information has been requested.